Event description:
Related manufacturer reference# 1627487-2019-07419. It was reported the patient was experiencing unilateral weakness. The next course of action has yet to be determined.

Event description:
Related manufacturer reference# 1627487-2019-07419. Further follow-up indicates the weakness has resolved.